Manufacturer narrative:
Age at the time of event: 18 years or older.

Event description:
Reportable based on device analysis completed on 02-oct-2018. It was reported that the coil failed to detach. The target lesion was located in a severely tortuous internal iliac artery. A 8mm x 40cm .035 interlock 2d coil was selected for embolization. During procedure, with a crossover technique, the device was delivered through a 4fr non bsc angiographic catheter. However, although the detach point came outside of the angiographic catheter, the coil failed to detach. The coil was then pulled out from the catheter (all components of the device were confirmed to have been removed from the patient's body) and was replaced with another of the same size of coil which was able to detach without issue. No patient complications were reported. However, device analysis noted that the coil interlocking arm was detached and not returned. The device was returned for evaluation. A visual inspection of the coil and introducer sheath was done and noted that the twist lock of the introducer sheath had been opened. Residues of blood were noted within the introducer sheath; however, no issues or anomalies were noted. The coil interlocking arm was found detached from the rest of the coil and was not returned. The coil was returned stretched near the interlocking arm end. Microscopic inspection of the main coil zap tip observed a smooth surface. The coil was observed to be within specification upon dimensional inspection.